Manufacturer narrative:
Upon investigation, the returned device indicated the device was fully deployed, deploying its clip. This is consistent with the complaint description, which indicated that hemostasis was achieved with the first device. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. During the procedure, when the finish arrows lined up, the device popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.